Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results, it is likely that a component failed within the circuit board causing the substrate failure. Within the substrate, the drive mounted on the analog scope allows preprocessing of the image read from the scope, it is likely that the correct image could not be obtained due to this failure and an image abnormality occurred.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty ap board was found, causing "ghosting" image when tested with an env-vt2 scope.

Event description:
A user facility reported to olympus that no clear image was produced. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.